Event description:
Per information provided: on (B)(6) 2015 ¿ patient was diagnosed with recurrent incarcerated giant right inguinoscrotal hernia thereby underwent open repair with implant of three perfix plugs (device 1, 2 and 3). Per operative notes, ¿in the right groin area, a large hernia neck was noted and dissected to the level of pelvic brim. The tissues adherent to the hernia sac was dissected circumferentially. The sac was closed with sutures. Two perfix plugs (device 1 and 2) were placed and sutured together into the deep inguinal ring defect. The floor was reinforced and a large perfix plug (device 3) was placed and sutured it in place in the inguinal floor with sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with removal of prior meshes (device 1, 2 and 3) and implant of synthetic meshes. Per operative notes ¿through the prior right inguinal repair, fibrotic tissues were dissected. Hernia sac and spermatic cord were dissected free from the walls of inguinal canal and reduced. The hernia sac extended into the scrotum and freed from scrotal contents. A piece of incorporated meshes (device 1,2 and 3) was seen loosened and meshes (device 1,2 and 3) deep at the internal ring and pubic tubercle were excised after it was dissected free form the hernia sac. The sac was completely reduced and adhesions to floor of the inguinal canal were freed. A synthetic mesh was placed and secured to the pubic tubercle with sutures. The wound was irrigated and fascia was reinforced with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). An additional MDR was submitted to represent the perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.